Event description:
It was reported that during a follow up in clinic, lead impedance values were not available on the device. Abbott technical support was contacted and the firmware was redownloaded to resolve the event. The patient was in stable condition.